Event description:
At about 5 months after the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 december 2022. Lot 2108188: (B)(4) items manufactured and released on 12-nov-2021. Expiration date: 2026-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.